Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced absence of no delivery. It was reported that issue caused high blood glucose of 600 mg/dl. Infusion set was changed but issue was not resolved and customer went to the hospital. Customer was treated with manual injection. Customer was advised that alarm history did not show any relevant alarms. Insulin pump received a motion sensor test failure alarm during self-test.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. No unexpected low battery alarms or failed battery test alarms noted during testing or found at the downloaded pump history. All buttons functioned properly. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
The pump passed the delivery accuracy test.